Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during preparation, the snare loop could not be extended from the sheath when the device handle was actuated. The device had been completely uncoiled prior to use and no bends or kinks were noted in the plastic sheath. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: working length detached/separated.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. The condition of the returned device was consistent with the complaint that the snare loop failed to extend; the complaint was confirmed. The evaluation found that the catheter had separated from the handle. There are controls in the manufacturing process that exist to limit product performance issues. Therefore, the most probable root cause is handling damage.